Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor began running at a slower-than-expected rate after approximately 6 hours. The infusion subsequently progressed very slowly, with approximately 150 ml remaining after 10 hours, and was still not complete after 24 hours. The device was filled with 18 g of IV tazocin having a total volume of 240 ml. A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.